Event description:
Initially, it was reported that the patient experienced blurry vision and eyes spasms so the device was programmed off which reportedly resolved the issue. The neurologist and surgeon did not believe this was related to vns therapy. The patient later reported that the vns electrodes were placed too close to the optic nerve and that she went blind for 9 months. The patient had the device explanted. Attempts to obtain additional relevant information have been unsuccessful to date.